Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device was coming up foggy. A visual inspection was performed and showed the camera coupler leaked. The point of entry for the moisture is on the proximal window brazing joint. The window also has fractures in the sapphire. A process change was completed. This serial number (B)(4) was manufactured before the change. Smith and nephew will continue to monitor this failure. No further investigation is required.

Event description:
It was reported that during a shoulder surgery, the device was coming up foggy. The procedure was completed with a backup device with no patient injury reported. A delay greater than 30 minutes was reported. There was loss of visualization due to the device malfunction and it caused the patient an extended exposure to anesthesia.